Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that while tapping the pedicle the tap broke off mid shaft. The tap was removed. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually and dimensionally confirmed the instrument is broken at the base of the radius near the 70 mm mark. No surface defect identified that could contribute to crack propagation. Dimensional inspection of the relevant dimensions, as well as the instrument hardness were inspected and found to be within print specification. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue, with riverlines and shear lips, consistent with bend stress overload. The location and fractographic evidence of the fracture surface, in conjunction with verification of conformance to the relevant dimensional and material specifications suggest failure due to bend stress overload.